Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted. Good faith effort attempts to try and retrieve additional details regarding the reported event can't be performed as no facility was provided in the medwatch report.

Event description:
An air embolism occurred and procedure was aborted. It was reported that farawave ablation catheter was selected for use. The initial vein isolation with farawave pulse field ablation (pfa) catheter was completed. It was noticed during post map that some of the left veins were not isolated. The farawave pulse field ablation (pfa) catheter was advanced back into the body. While it was switching the catheter from basket to flower while visualizing the catheter on intracardiac echocardiography (ice) and saw lots of bubbles in the left atrium (la) of the patient. Everything was removed from the left atrium and the interventionalist was contacted. A contrast was used to look at the coronaries. The right side was clear, and the left side showed a small embolism. Another contrast study was done, and the air was gone. It was unknown if any medical intervention was provided to the patient. No additional information was provided. The procedure was aborted. The patient last known status was stable. Medwatch report #mw5185639.